Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery and a lesion in the circumflex (cx) artery. The 2.5 x 12 mm trek balloon catheter was advanced without issue to the lad and pre-dilatation was performed successfully. The trek balloon catheter was removed without issue. The lad lesion was then stented. The same trek balloon catheter was then being prepared to be advanced to the cx lesion; however, during wipe down, the proximal shaft separated. The device was no longer used and a new trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned and analyzed. The reported catheter separation was confirmed on the returned device and most likely related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis of the returned device, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.